Manufacturer narrative:
The complaint for premature detachment of implant from delivery system / unable to actuate implant were confirmed with objective evidence. Visual and functional evaluations were performed on the returned device. There was a successful replication of the premature detachment of the implant during actuation wire bailout of the returned device. A peak force and resistance was noted when tracking the implant through the guide sheath soft tip during the bailout sequence. Further analysis showed that this resistance resulted in the implant catheter to yield and stretch, such that the actuation wire can be pulled back past the eyelets and lead to the implant being disengaged from the attachment fingers. Therefore, the yielded implant catheter is a contributing factor. Per the complaint description and call notes with the clinical specialist, there were no indications of abnormal implant or implant catheter movements during the procedure. Therefore, it is unable to be determined if the implant catheter yielding occurred during normal procedural use. Per the complaint description, during the actuation wire bailout there was resistance when tracking the implant through the guide sheath. Per the actuation wire bailout force analysis above and replication testing, it is likely that the implant catheter yielded and necked during the actuation wire bailout sequence. However, during replication testing, the device was tested with the necking/yielding already present. Therefore, it is unable to be determined if necking/yielding occurred during the bailout procedure.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Other serious- even though there was no reintervention, there is a potential for reintervention in this case. Pascal device was in the groin area. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure a premature detachment of the implant occurred. Starting tr was torrential and the patient had a pacing lead vvi pacemaker, which was heavily impinging on the septal leaflet of the tricuspid valve (short septal leaflet and large coaptation gap of 15mm), and two medtronic corevalve in the aortic valve. Patient also underwent previous intervention with mitraclip with 2 devices implanted in the mitral valve and had a septal occlude device. All of this contributed to difficult/challenging imaging. However, physician was eventually able to successfully implant two devices from anterior to septal with a reduction to severe tr. On attempting a 3rd device alongside the second one, it was thought there was a good leaflet capture and decided to close the device over anterior and septal and assess any further reduction in tr. However, it was noticed that paddle connected to septal would not close. Device was opened again (elongated) to shift position slightly. At this point the team thought they were getting caught on the pacing lead. Did not appear to be the case on imaging but the team thought it might still be possible. When attempting again, device seemed to get caught on second implant. First impression was paddle entanglement, but after second attempt there was thoughts it might be suture entanglement since the device was moved away but there was still issues. No bowing on catheter or tension on the implant themselves so, as per the cs, this hints at suture entanglement. A lot of tension was noted on device when elongating and implant snapped and jumped into the atrium. Cs noticed that the actuation wire was now sticking out of the end of the device. Decision was made to pull implant down to the groin as implant was floating around detached from fingers but still attached by sutures. A lot of resistance was felt when pulling back the system. Sutures were used to secure the implant the in femoral vein. Sutures were cut and delivery system was removed. The bailout steps were performed as intended, with safely retracting the actuation wire within the spacer to mitigate any interactions with anatomy. There were no leaflets attached to the device, and bailout was performed in the la with no issues. Team was pleased with the 2-grade reduction in the tr as this patient was quite unwell and did not fit for surgery. Expectations to implant any devices and achieve any reduction in tr were very low. Fingers were no longer symmetrical when device was evaluated on the table after bailout which could have possibly been damaged due to excessive tension when trying to remove system. Patient is doing well and has symptomatic relief from regurgitation. Upon image evaluation review- there appears to be an actuation wire break of the third pascal ace device in the procedural fluoroscopy imaging provided for review. The actuation wire no longer appears engaged with the distal nut and the distal nut appears out of plane. Two pascal ace devices are deployed and appear to be in a stable position. There is no imaging evidence of a bailout provided of the third pascal ace device. However, subsequently a pascal ace device appears near the area of the groin in procedural fluoroscopy imaging.